Event description:
During a customer experience survey, it was reported that a patient discontinued peritoneal dialysis (pd) due to a serious infection and based upon advice from a doctor/physician. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on 18/may/2021 with reports of cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was prescribed antibiotic therapy with intraperitoneal (ip) vancomycin 1500mg every 5 days for 2 weeks and ip tazicef 2,000mg for three doses until the culture results were returned. The cultures resulted positive for staphylococcus epidermidis, and the white blood cell count was 598 (unknown units). The tazicef was discontinued. The suspected cause of the peritonitis was touch contamination/lack of aseptic technique. The patient¿s pd catheter was subsequently pulled on (B)(6) 2021. The patient transitioned to in-center hemodialysis (ichd) and is currently continuing ichd therapy.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing an unknown fmc cassette and the patient event of peritonitis with subsequent removal of the pd catheter and transition to hd therapy. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the unknown fmc cassette. Additionally, there is no allegation of a cassette defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to touch contamination/lack of aseptic technique. The pd effluent culture result of staphylococcus epidermidis supports the cause of touch contamination/lack of aseptic technique. Staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a defect, the unknown fmc cassette can be excluded as causing the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey, it was reported that a patient discontinued peritoneal dialysis (pd) due to a serious infection and based upon advice from a doctor/physician. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2021 with reports of cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was prescribed antibiotic therapy with intraperitoneal (ip) vancomycin 1500mg every 5 days for 2 weeks and ip tazicef 2,000mg for three doses until the culture results were returned. The cultures resulted positive for staphylococcus epidermidis, and the white blood cell count was 598 (unknown units). The tazicef was discontinued. The suspected cause of the peritonitis was touch contamination/lack of aseptic technique. The patient¿s pd catheter was subsequently pulled on (B)(6) 2021. The patient transitioned to in-center hemodialysis (ichd) and is currently continuing ichd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. The alleged event is confirmed since the incident was caused by the user.

Event description:
During a customer experience survey, it was reported that a patient discontinued peritoneal dialysis (pd) due to a serious infection and based upon advice from a doctor/physician. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2021 with reports of cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was prescribed antibiotic therapy with intraperitoneal (ip) vancomycin 1500mg every 5 days for 2 weeks and ip tazicef 2,000mg for three doses until the culture results were returned. The cultures resulted positive for staphylococcus epidermidis, and the white blood cell count was 598 (unknown units). The tazicef was discontinued. The suspected cause of the peritonitis was touch contamination/lack of aseptic technique. The patient¿s pd catheter was subsequently pulled on (B)(6) 2021. The patient transitioned to in-center hemodialysis (ichd) and is currently continuing ichd therapy.